Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer had just taken a shower and was changing the infusion set. Customer was in the shower with the pump and believes that it did not affect the pump. Customer stated that he was pressing buttons trying to get the pump to rewind while taking a shower. Customer was advised that the moisture could cause a button error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump act button did not respond due to corroded keypad trace. The insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.